Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual review identified a portion of the implant is broken off at the top center portion of the upper flange. The direction of deformation is consistent with overload due to local impingement, such as distraction pin.

Event description:
It was reported that while placing the implant at the c3-4 levels during an anterior cervical discectomy and fusion (acdf, c3-5) a piece broke off. The implant was removed and replaced. No patient complications were noted.